Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an alliance syringe was used during a gastric outlet procedure. According to the complaint, during the procedure, the gauge would not register any atm reading when the balloon was being inflated. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.